Event description:
It was reported this balloon ruptured at nine atmospheres following the first inflation, during deployment of another MFR's stent in the right renal artery of a highly stenosed lesion. The balloon catheter was removed from the stent and pt without incident. Another balloon was then used to post dilate the stent, which also burst and was removed from the stent and pt without incident. It was then noticed the stent had moved partially out of the stenosis. Three other devices, including two from another MFR, were used until the stent was successfully moved to the iliac artery and dilated. A decision was made not to place another stent at the intended implant site; rather, another angioplasty procedure was successfully performed. Further follow up revealed 4 or 5 days after this procedure, external bruising and tenderness was noted and resulted in the discovery of a small perirenal bleed exiting the renal artery. The pt was monitored for the bleed and no further treatment was performed. This device was received, evaluated and retained by this MFR. The engineering indicated the balloon was torn cicumferentially. Approximately one centimeter of the distal balloon material was detached from 3mm to 1.3cm's proximal to the distal bond and not returned for eval. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. It was indicated this balloon was being used to expand another MFR's stent in the vasculature, which is not an indicated use of this device and the lesion was highly stenosed. Follow up revealed multiple balloons were used during this procedure. Although it was indicated the perirenal bleed might have resulted from manipulation of the stent, this balloon was removed from the stent without incident. Additionally, an angiogram procedure was performed immediately following the procedure and no anomalies were noted. Therefore, the co believes the above factors may have contributed to this event and do not attribute it to the device. However, co cannot determine the exact cause for this event. Directions for use state: "ultra-thin balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Any use for procedures other than those indicated in these instructions is not recommended... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."